Manufacturer narrative:
The returned torque handle was evaluated. There were no indications of damage on the device. A functional test concluded the torque output was below the minimum requirement. The cause cannot be determined, but handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.